Event description:
The customer reported that the bellavista 1000 us has alarm 221 "oxygen sensor requires calibration" and stopped giving the patient flow. At this time there was no known impact or consequences to patient reported from this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, during analysis of log files and trend it shows that there was a tube disconnection that caused to stopped the flow delivery to the patient and there was no signs for a technical problem of the unit. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
Result of investigation: vyaire was not able to determine the exact root cause of the reported issue. No failure detected. It is most likely that the reported issue was caused by tube disconnection. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.